Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure that when the operator did the firing of the device, it was known that the knife was working but the stapler did not come out of the reload, so the tissue was cut but not stapled. The surgeon sutured the patient to complete the procedure. There were no adverse consequences for the patient.